Manufacturer narrative:
The investigation results show that the postoperative plate fracture occurred through a bar, so the reported event could be confirmed. The (measurable) dimensions of the returned plate are in accordance with the specifications. The chemical composition conforms to the specification of ti grade 2. The last 3 holes on each end show signs of use (screws had been inserted for fixation). The macroscopic appearance points to exceeding the material strength. That is confirmed by the deterioration of the anodization layer and the changes of the surface¿s structure in the area of the breakage. Strong plastic deformation with material bulging indicate high forces acted on the plate during application. Further some marks/scratches are visible due to applying medical instruments. The fracture surfaces were partially leveled due to friction with the counterpart. The non-destroyed fracture surfaces (rest) show the appearance of a forced rupture. The fractographic investigations with sem show a structure of a ductile forced rupture with secondary cracks and in addition, swinging lines of a fatigue breakage are visible. No lot number was provided and a review of the specific manufacturing batch record and related quality documents (manufacturing documents, inspection plan, inspection drawing and release report) cannot be performed. Therefore, it is also not possible to determine the quantity released for distribution within the affected lot. However, the investigation steps conducted and the further provided information demonstrate much evidence that the event is not related to a manufacturing issue. To obtain more details about the complained event, the sales rep was contacted. Unfortunately, after several attempts no further information (as x-rays, primary or secondary reconstruction performed) was provided. The stryker cmf¿s stryker health care professional was contacted in order to assess the provided information (the last 3 holes on each end show signs of use - screws had been inserted for fixation): ¿(¿) the way the screws were inserted it looks like a ¿secondary¿ reconstruction for comminuted fracture rather than for a simple fracture, so a secondary recon plate should have been used if such was the case. (¿)¿ because it has not been reported whether a primary or a secondary reconstruction was performed, it cannot be determined if the plate was used as intended. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and / or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported that the patient experienced a spontaneous fracture of the mandibular reconstruction plate without any notion of mandibular trauma or shock. The plate was initially implanted on (B)(6) 2017. The patient underwent an additional examination, and a revision surgery was performed. A new plate was implanted.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the patient experienced a spontaneous fracture of the mandibular reconstruction plate without any notion of mandibular trauma or shock. The plate was initially implanted on (B)(6) 2017. The patient underwent an additional examination, and a revision surgery was performed. A new plate was implanted.